Event description:
I. M. Nail broke while implanted. Surgery was required to replace the nail. Cause of breakage was migration of fracture site placed stress on proximal slot causing the breakage. No indication of product defect.